Event description:
It was reported that during a sigmoid resection, the device fully cut but did not staple all the way. There were only a few staples in the tissue on the distal end of the cut. The rest of the staples fell into the abdomen fully formed. There was no patient consequence. The case was completed with a like device.